Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the beginning of a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. Treatment was terminated without rinseback of the pt's blood resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Reported event has been attributed to vascular access problems as reviewed by facility staff. If the vascular access cannot support the commanded blood flow rate, outgassing may occur which will trigger air alarms. There have been no similar problems reported subsequent to this event. Device labeling includes adequate instructions for identifying the probable cause and troubleshooting air alarms. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.